Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Additional medical/surgical intervention required/surgical intervention required. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, when drilling the recon screws in synthes adolescent lateral entry femoral nail, the drill bit for recon broke and the broken piece had to be left inside of the patient. If remove, the broken pieces would've created more damage trying to get it out. The surgeon used different locking holes in the nail to complete the procedure, it was successfully completed with the delay of 15 minutes. Patient status were unknown. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity # 1), unk - nails: femoral (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).